Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced progressive hyperglycemia while using the ilet with a g7 sensor and steel infusion set after an infusion set change and resumption of insulin delivery, with glucose peaking at 382 mg/dl for approximately 10 hours outside target before improving after replacing the infusion set and connector. Symptoms included hyperglycemia without reported ketosis, loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included user troubleshooting and replacement of the infusion set and connector, after which glucose levels began to decrease. Investigation of this case revealed no observed device malfunction and no confirmed infusion set obstruction or leak, and the cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.